Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump would not deliver insulin. Customer stated they have changed out the battery and infusion sets, but the delivery anomaly persisted. It was also reported the customer changed the infusion set 4 times, but a no delivery alarm persisted. Customer's blood glucose was 450 mg/dl. The customer attempted to treat their blood glucose with the insulin pump, but a no delivery alarm occurred. Customer stated they have tried all remedies for the no delivery alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.